Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she became a diabetic in the last year and had her pancreas removed. Customer took injections and was fine but her blood glucose was high when she was back on the insulin pump. Customer's last blood glucose was 486 mg/dl. Customer's blood glucose was 125 mg/dl earlier. Customer changed the set and site but not the reservoir. Customer stated that the insulin vial was with her on vacation and she was unsure if it was exposed to extreme temperatures. Customer gave an injection with an insulin pen and not from the insulin vial. Customer's blood glucose is 483 mg/dl. Customer treated with a novolog flex pen. Troubleshooting was performed. Customer had a no delivery alarm in the alarm history. Customer stated that the alarm was during a bolus. Customer stated that she has a lot of scar tissue due to the surgery to remove the pancreas. Customer found that the insulin was cloudy and had a bent cannula. Customer was advised to do a complete set change.